Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hand assisted lower anterior resection procedure, the device was fired across the rectum on the third firing. The device was closed on the tissue and the red button was switched up. The device was then repositioned and handle closed again. The user attempted to fire the device and it locked out. No staples or cut line was deployed. The device then would not open. The battery was removed and reinserted. The reverse button was activated and nothing happened. The manual override was used and the device opened. While removing from the trocar, the cartridge was noted to be halfway out of the jaws. There were no issues noted with loading the device. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. The device was received with an ecr60b cartridge loaded on the device. The cartridge was received unfired. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.